Event description:
The account's engineer stated the hi/low function runs up unintentionally. He was not aware of any injuries or of a patient being in the bed. The bed was being used in a heart and gi unit. He has isolated the siderails and replaced the footboard but the problem remains.

Manufacturer narrative:
The account's engineer replaced the right outer siderail control panel assembly to resolve the issue. He stated the control panel was damaged, possibly from abuse.